Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator was giving low oxygen alarm. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided. Customer reported having replaced the o2 sensor and unit passed all testing. Covidien was not authorized to repair the device.